Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on (B)(6)2023. Water sample test kits were shipped to the customer facility on (B)(6)2023. As of the date of this report, cardioquip is awaiting the hpc testing results to provide further recommendations.

Event description:
Upon inspection of the external hose sets, our technician identified potential contamination with unit (B)(6). The technician took pictures of the external tubing sets and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.